Manufacturer narrative:
During the technical inspection, the error description provided by the customer, "foggy", could be confirmed. During the examination of the optics, an unknown residue was found on the distal cover glass, which impaired imaging. The coating can be removed mechanically, restoring clear and sharp imaging. Abrasion and residues are visible in the blurred area of the rod lens system, but do not have a negative impact on imaging. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the scope is "foggy". No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.